Event description:
Covidien received information of a ventilator with an erratic display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, est, safety and functionality tests passed. (B)(4).